Event description:
A customer reported a cartridge alarm issue, specifically cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl, the customer initially attempted to resolve the issue by reloading the cartridge, but the alarm reoccurred. Tandem technical support assisted by providing instructions for using backup multi-dose insulin therapy and confirmed the need for a replacement pump. The customer was informed of the need to return the faulty pump and provided with instructions for its return and future pump use. A replacement pump, which includes updated software, was sent to the customer.